Event description:
Dear FDA, I am writing to show my concern about the quality and advertisement of an oxygen concentrator purchased from amazon. The product, accessible through this link: https://www.amazon.com/dp/b0cr8yzvpm, was advertised by the seller as being capable of delivering an oxygen concentration of 75% at a flow rate of 2 liters per minute. However, my actual experience with this device has been far from satisfactory. During my usage, I have found that the oxygen concentration delivered by this concentrator is only around 50%, significantly below the advertised level. This discrepancy has caused me significant concern, as the oxygen concentration is crucial for the recovery of my pet's health condition. I believe that this product may not meet the standards set by the FDA or may be falsely advertised. As a consumer, I rely on the accuracy of product information to make informed decisions about my purchases. The inaccurate advertisement of this oxygen concentrator has not only impacted my trust in the seller but also poses a potential threat to the health and well-being of my pet. I am writing to you in the hope that the FDA can investigate this matter further. I urge you to take the necessary steps to ensure that this product is removed from amazon's platform until it can provide valid certification and testing reports to demonstrate its compliance with FDA regulations. Additionally, I believe that the seller should be held accountable for any misleading advertisements that may have caused harm to consumers. Thank you for your attention to this matter. I am confident that the FDA will take the necessary actions to protect the rights and well-being of consumers. Sincerely.